Event description:
A customer reported a pt experienced a +0.50 hyperopic outcome following cataract surgery. The surgeon doubt the accuracy of the biometry performed prior to surgery. Additional info has been requested.

Manufacturer narrative:
The company rep examined the system and no problems were found. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause cannot be determined conclusively. (B)(4).